Event description:
This is an international report of a minicap where the betadine sponge was out of the minicap. Reported by the customer, identified during use. There was initial patient involvement but no patient injury is reported for the issue.

Manufacturer narrative:
(B)(4). The sample is expected for evaluation but it has not yet begun. A follow-up report will be filed upon completion of the sample evaluation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This problem has been confirmed. The root cause was determined to be mishandling during distribution. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue has been escalated to CAPA.